Manufacturer narrative:
(B)(6) h3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot numbers 4371988 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the cassette was filled, but shortly after the filling it started leaking. Liquid was coming out at the bottom, but the leak could not be clearly localized. Per reporter, the event occurred in the sterile laboratory, immediately on use. There was no patient involvement reported.